Event description:
The customer passed away. The contact started that the customer was wearing the pump at the time of death. It was indicated that the customer's blood glucose were high near the time of death and they were having trouble breathing. The cause of death according to coroner was believed to be diabetic coma or heart attach. It was informed that the customer died in their sleep.